Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to oversensing of suspected noise or atrial fibrillation (af). Several pauses in pacing were noted, however none were greater than two seconds. Technical services (ts) reviewed the egm, however, was unable to discern if the oversensed signals were related to noise or af. Ts discussed possible causes and troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.